Event description:
It was reported that the sponge was out from the minicap. This was observed before use of the device for peritoneal dialysis (pd) therapy. The patient started over with a new minicap. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6).. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the sponge with iodopovidone was outside the cap. The reported condition was verified. The cause of the condition was most probably due to handling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.